Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu was installed onto a golden system and functioned as expected. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an issue during procedure, customer state error c-82 occurred when surgeon depress foot pedal, customer stated that they power cycled the system and erbe but issue persisted. Tse guided customer to check if foot pedal in vision side cart (vsc) drawer was depressed accidentally, customer checked and not depressed. The customer stated they swap to a 3rd party iesu to continue the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with third party integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Fa code updated to d15 based on failure analysis.